Event description:
Pt placed in steep trendelenburg position by anesthesia; bed in locked mode. Operating room bed leveled itself without controls being touched. Pt was re-placed in steep trendelenburg position. Again, the operating room bed reverted itself back to a leveled position. Surgeon converted procedure from robotic to laparoscopic.